Event description:
It was reported that this pacemaker system was explanted due to high pacing thresholds by the right ventricular (rv) lead. This resulted in rapid depletion of the battery of the generator and muscle stimulation that was felt by the patient. A new pacemaker system was successfully placed at this time. No additional adverse patient effects were reported. This product is expected to be returned for analysis.

Manufacturer narrative:
A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of high capture threshold was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that this pacemaker system was explanted due to high pacing thresholds by the right ventricular (rv) lead. This resulted in rapid depletion of the battery of the generator and muscle stimulation that was felt by the patient. A new pacemaker system was successfully placed at this time. No additional adverse patient effects were reported. This product is expected to be returned for analysis.